Manufacturer narrative:
A third-party service center serviced the device.

Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the device evaluation at the third-party service center, the device was visually inspected, and evidence of foam degradation was found. During the evaluation, foam particles were observed. In addition to the above findings, it was also determined that the ui panel was scratched.